Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a tear in the pump cable due to misuse from the patient. There were no alarms and the tear was covered with silicone tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed superficial damage to the pump cable which was reportedly caused by misuse from the patient. The armor layer appeared to be slightly separated, exposing the underlying bionate cover; however, the bionate appeared to be intact and no wires were visible in this location. The damage appeared to be cosmetic only. No alarms were noted, and the tear was repaired with silicone tape. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, is currently available. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. G, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it." In addition, section 5, "alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.